Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager had not opened when tried to remove refrigerated medications. Customer stated that door could not have been recovered; it had clicked but had remained locked and a key was required to open the door. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system did not open when attempting to remove medication. A field service engineer checked, and no signs of malfunction were observed. The latch was proactively replaced. The station was powered down, remote manager components were disassembled, and the latch was replaced and was reassembled, and the station was powered back on to resolve the issue. The system functioned as intended after the field service engineer repaired the device.